Manufacturer narrative:
Upon return of the hug-u-vac, the investigating engineer immediately noted the side walls of the positioner were visibly damaged. The unit was evaluated further to find the beads inside were compressed, likely due to over-evacuation by the customer. It is unclear if the hug-u-vac played any role in the positioning injury reported. The hug-u-vac passed functional testing on return, but with the compromised internal beads and the damaged surfaces, continued use of this product is not recommended. Both of these conditions are indicative of users leaving the hug-u-vac on continuous suction during operation. This type of incorrect use is warned against in the instructions for use (IFU) which accompanies the product into the field. This damage and accelerated bead compression are highly visible conditions for uses and they should have resulted in the product being taken out of use, as outlined in the warning section of the IFU. The results of this evaluation were communicated to the reporter with in-service training being offered by their allen rep.

Event description:
On (B)(6) 2012, allen received a communication from a rep at (B)(6) university hospital that a pt had experienced a post-operative positioning injury following the implementation of the hug-u-vac positioner during a six-hour-long, da vinci-assisted laparoscopic low anterior resection. The positioning injury, which was being treated topically, was described as both "an abrasion" and "bilateral shoulder blistering." There was no malfunction of the hug-u-vac reported during the case, the injury reported was detected post-operatively, the reporter said. The staff did not use padding or any secondary supports of any kind during the case, she said.